Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent, erroneous high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems. The results were not reported out of the lab. The original samples were repeated on a different instrument and lower results were obtained. The repeated results were reported out of the lab. There was no effect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 24 hours. Prior to the event, na and cl results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) and replaced the ratio pump. As of (B)(4) 2010, there were no further calls to hotline for ise problems. A clear root cause for this event has not been determined.